Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6), following a fall backwards, the pt had been dyskinetic. Impedance measurements were normal. It was indicated by the healthcare professional that there was no pt injury. Additional info has been requested. A f/u report will be sent if additional info becomes available. See MFR. Report #3004209178-2011-03244 regarding the pt's other device system.